Manufacturer narrative:
Insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/ compromised force sensor system, and excessive no delivery test due to compromised force sensor system alarm. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The caller reported that the insulin pump was stuck on the rewind. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The "date of this report" and the "date reveived by MFR" provided in the intial report were incorrect. The correct dates has been provided in this report.